Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and replaced the broken red latch lever in matrix drawer 1, restarted the station, and verified the repair by running the hardware test application (hta) test and confirming a successful inventory count with the escort. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer was failed. The customer stated that this malfunction occurred while dispensing medication to the patient which caused a delay. There were no adverse events or injuries reported based on this event.